Manufacturer narrative:
The insulin pump was received with a button error alarm and two buttons that have intermittent button response due to corroded keypad traces. The pump was otherwise received with normal operating currents. The device was monitored and no unexpected failed battery test alarms occurred during testing. The following cosmetic damage was found: cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window, scratched reservoir tube window, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the buttons on the insulin pump became unresponsive while trying to bolus, and then the device alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The patient also removed the battery and put it back in and got a failed battery test. The battery was then changed and the button error alarm reoccurred. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.